Event description:
The customer contacted stryker to report that their device was unable to switch to a primary language. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use reported for this event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The cause of the reported issue could not be determined. The device was archived by stryker.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was unable to switch to a primary language. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use reported for this event.